Event description:
Pt's foley catheter fell to the floor when pt was standing. Inspection showed that the balloon at the catheter tip was missing. Physician was notified immediately that balloon was missing. Cystoscopy was scheduled to be performed on (B) (6) 2010, but was cancelled.